Manufacturer narrative:
Additional information provided in h.6. And h.11. Video from the beginning shows fluid drops between the green infusion connector and the cassette. In the video the console is pushing fluid through the cassette. There appears to be insufficient flow to the connected infusion cannula due to the leak in the area of the cassette port. The investigation could not confirm from the video which component failed or if there was an engagement issue between the cassette and connector. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. While we did confirm the customer experienced leakage from between the infusion connection and cassette based on video, we could not ascertain which component failed or if there was a potential engagement issue. The root cause of the event is not known based on the available information. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. Cracks on the cassette port, crack on the tubing connector, or a not fully engaged tubing connection to the cassette can potentially result in the customer's experience, however, without the sample we cannot confirm the actual failure mode for this event or whether the issue is related to a supplier or internal manufacturing process. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause, therefore no action will be taken for this occurrence. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that balanced salt solution was leaking from the cassette during the cataract/vitrectomy combination surgery. The surgery was completed after replacing the kit. There was no patient impact.